Event description:
The rptr is a state inspector. Upon visiting the facility in 1997, the inspection team noted soft waist restraints of an unk design were being used on the skilled nursing unit. The team inquired about these devices and ascertained the user facility makes their own restraints. No labelling or instructions for use were available. No standard application process was being used. Upon further inquiry, the team learned of a pt death which occurred in 1997 and was associated with the device. A pt was found to have slipped down through the device with the restraint constricting his chest which resulted in his death. The death was not reported.